Event description:
During surgical procedure using the mazor x system at (B)(6) hospital of (B)(6) on (B)(6) 2017, it was reported that various malfunctions experienced at the site resulted in prolongation of surgery by more than an hour. The malfunctions were in both hardware and software, but all were minor (non-safety). While they were successfully resolved in the or, the troubleshooting collectively consumed over an hour while the patient was already anesthetized. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury. Under these circumstances this event is reportable.